Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad trace. The insulin pump was unable to perform the displacement test due to keypad anomaly. The button does not ramp up on its own or scroll bar moving with no input. No moisture damage electronic assembly.

Event description:
The customer reported via phone call that they received a button error alarm after the insulin pump got exposed to moisture. The customer reported that the numbers were ramping on their own. The customer also reported that the scroll bar was moving without input. The customer's blood glucose was 160 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.